Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. The final angiogram revealed distal type 1 endoleak. The physician decided to take a wait and watch approach. On (B)(6) 2009, one-month follow-up CT showed persisting type 1 endoleak. On (B)(6) 2010, since the follow-up CT showed persisting type 1 endoleak due to the lak of apposition at the distal neck, the physician additionally implanted the palmaz stent at the distal neck. On (B)(6) 2010,CT images showed the type 1 endoleak was resolved.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.